Event description:
Medical staff reported a fortuitous discovery of rupture and deflation of the right device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device photo analysis: visual analysis of the photographs identified: red particles on the surface of the shell. Broken shell. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Medical staff reported a fortuitous discovery of rupture and deflation of the right device. The device has been explanted.